Event description:
A customer reported a delivery issue with a replacement freestyle libre sensor. The customer had initially reported receiving a ¿replace sensor¿ error message while wearing the sensor. A replacement device was issued; however, the replacement was not received and the customer was unable to monitor their blood glucose via sensor. Consequently, the customer became hypoglycemic and experienced symptoms described as dormant mouth, dizziness, sweating. The customer reported a glucose result of 23 mg/dl from unspecified device. The customer was at healthcare provider at time of event for hemodialysis, and was administered glucose intravenously and provided sugar by a nurse and doctor for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.